Event description:
It was reported that touchscreen sometimes did not respond when pressing numbers to unlock screen. There was no reported impact to the customer¿s blood glucose level. No additional assistance was requested and no further corrective actions were documented.